Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went through the fill tubing process but did not see drops of insulin exit from the tubing. During troubleshooting with tandem technical support, cts observed that the customer was not removing air from the syringe prior to filling the cartridge. Additionally, the customer reported a blood glucose (bg) level of 251 mg/dl. The customer reported that the cause of the high bg possibly was due to the site. The customer delivered a bolus to address bg level.